Event description:
It was reported that the patient presented in the emergency room with dizziness. It was discovered that their right ventricular (rv) lead exhibited intermittent capture and increased capture threshold. Furthermore, chest x-ray confirmed that the rv lead had dislodged. Therefore, the physician elected to reposition the rv lead on (B)(6) 2022. The patient condition was stable before, during, and after the procedure.